Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump alarmed failed battery. The customer¿s blood glucose level was unknown at the time of the incident. Customer states had lot of problems with the batteries that she has had used in the past. The batteries she received from the wholesaler did not work at all in the pump and after she complained she received energizer lithium batteries but they only lasted for one day .advised to use duracell industrial batteries which they buy themselves and the last for several weeks. The insulin pump will not be returned for analysis.